Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 instrument doesn't close the clips. There was no consequence to the pt.